Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device displayed error 010 and there was no readings provided. It was reported that error 010 occurred as low priority alarm and the alarm of pc side of sat-message did not generate, as a result there was a delay to notice the change of patient's condition. The customer reported that patient died the following day. It is unknown at this time if the device caused or contributed to the event.